Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer awoke, blood glucose level was elevated (350 mg/dl) with low ketones. Customer suspected that the cause was due to being in the "honeymoon phase" of diabetes. The customer delivered a bolus via the pump to address the issue. As the customer did not contact tandem technical support at the time of the reported issue, troubleshooting could not be performed. A recommendation was made for the customer to consult with healthcare provider to discuss factors that may affect blood glucose.